Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 467 mg/dl, with high ketones. Suspected cause was due to having a basal rate that was too low. Customer required assistance and was assisted with a bolus correction via pump to address bg. Customer updated their pump settings to address the event.